Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Customer retains the device.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to a/d converter during priming. Reportedly, the error disappeared after restarting the system, and didn't occured since thus the customer is keeping using the device. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: taking into account the no replacement was needed and that the unit is still in use at the customer site and that no further issues have been reported to livanova on this specific device, an hardware failure with the unit can be ruled out. Based on the available information and taking into account that the error code was displayed during the priming phase, it cannot be excluded that a user error such as a missing warm up phase of the unit could have led to the reported malfunction.